Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device changeout procedure, no output was observed from the pulse generator upon connection of the right ventricular lead. The device was removed and a replacement device was successfully implanted.